Event description:
It was reported that during a surgery to remove a cancerous tumor in the neck, a nerve was dissected. Reportedly, the patient had had several previous procedures and there was a lot of scar tissue surrounding the tumor. The reporter is uncertain of what type of cancer the patient is being treated for, but stated that the patient had already had vocal folds paralyzed from a different surgery prior to this procedure. The nim equipment was working properly; the surgeon was removing scar tissue and the amplitude readings on the monitor were reading between 200-400mv and once she freed up some scar tissue, the amplitude dropped to 20mv. At that point, the surgeon was not certain what had happened but then determined that a nerve had been cut. The surgeon confirmed the nerve damage by testing the nerve response proximally and distally. It was not confirmed or stated what nerve specifically was damaged in this event. I t was noted that it was a difficult case due to the scar tissue and the surgeon noted they were initially concerned whether or not to remove the cancer completely because of the risk of nerve damage, but did not intend on cutting the nerve. At the end of the procedure, a tracheostomy was performed. There was no indication that the nim equipment malfunctioned. Updated information provided the patient has since been discharged home.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: 3mm aps electrode ID#8228053, serial/lot # not provided; std prass probe ID#8225101, serial/lot # not provided. (B)(4). The device system was not returned for evaluation. Method: actual device not evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.